Event description:
It was reported via clinic notes, that a pt experienced numerous seizures in 2005 which were controlled with the addition of keppra to the pt's AED regime. Good faith attempts to obtain additional info have been unsuccessful to date.